Event description:
It was reported that the patient developed sever left foot pain post-op of trial. Initially the lead was repositioned then explanted. Actions required as a result of the event included surgical intervention. The patient had pain in left foot to knee continued on the day of report but was better than yesterday. They were treating with steroids and tincture of time. Signs and symptoms included pain, swelling, and burning sensation at the left foot to the knee. The patient¿s status at the time of report was alive with injury.

Manufacturer narrative:
Concomitant products: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device; product ID 977d260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device. (B)(4).